Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to component migration and endoleak.

Event description:
The following information was reported to gore: on (B)(6) 2011, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for an abdominal aortic aneurysm. On an unknown date, a distal type I endoleak due to the migration of left limb was observed. On (B)(6) 2020, the patient underwent a reintervention. The left internal iliac artery was coil embolized, and an additional stent graft was deployed to extend the device to the right external iliac artery. The physician suggested that it was due to slightly poor vascular condition and short neck from the initial procedure.

Manufacturer narrative:
G3/g4: date aware of 12/09/2020 added, regulatory clearance p020004 added.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.